Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg flipped over and/or migrated too deep in the pocket and would no longer communicate with external devices. The patient also alleged pocket heating at the ipg site. The patient¿s entire scs system was removed.